Event description:
It was later reported that the cause of the event was ¿multiple comorbidity¿. The patient experienced nausea. The patient¿s outcome was noted as ¿serious life threatening injury/illness¿ and ¿recovered with sequelae¿. The cause of the discrepancy was not reported.

Manufacturer narrative:
Concomitant products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2012, type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced volume discrepancies in her pump. Specifically, at the patient's last refill, the expected residual volume was 5.2ml, but the actual residual volume was 1.5ml. Similar volume discrepancies had been seen at previous refills, but had not been that drastic. The patient's last 'cathy valve' was done on (B)(6), at which time the catheter was found to be okay. Additionally, the patient had a heart attack on (B)(6) 2013, but it was thought to be related to the patient's comorbidity and not the pump. The drugs used in this system were morphine and bupivacaine.